Manufacturer narrative:
Failure analysis on the returned user interface (ui) front bezel shows that tte ui front bezel assembly was tested and no failures were identified. The reported complaint of the accept button not working is not duplicated.

Event description:
The customer reported that the accept key is not working. The customer reported that the unit was not in use on patient.